Event description:
It was reported that asymptomatic patient presented remotely on via merlin.net transmissions on (B)(6) 2017 with non-sustained rv oversensing episodes. The oversensing was due to noise observed on the right ventricular lead. All other electrical values were normal. The lead was revised on (B)(6) 2017. The patient was stable post procedure.